Event description:
Implant fell out before osseointegration period. Pt was reimplanted.

Manufacturer narrative:
The implant loss is not related to mfg or component failure. The event is known to occur, based on known facts for titanium implants intended for osseointegration.